Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized to monitor blood glucose levels. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, fatigue and nausea . The patient was given an IV and insulin while they monitored her bg levels. The patient was given (B)(6) for nausea. Customer was on the road on the way home from (B)(6) when the event occurred. The pod was discarded.